Event description:
It was reported that the patient was in the ER (emergency room) for a syncopal event. The right ventricular lead had high sensing integriting counts and had possibly twos (t-wave oversensing). They were unable to recreate any noise or oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.